Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced oops something went wrong, unable to upload/download. The customer reported no adverse event. The event involved product(s) mmt-6121. The troubleshooting was partially performed. No harm requiring medical intervention was reported. No product return is required for mmt-6121.

Manufacturer narrative:
Analysis summary: upon inspecting this device in teneo, it was found that the pump firmware has already successfully released in sap and the firmware status is installed. At the time of escalating this ticket, the device was likely still in a ""pending"" state in teneo. This situation can occur when the pre-requisite message from sap encounters a delay or fails to transfer accurately to teneo. As a result, customers may receive an error message indicating that their pump is already up to date. Upon closing the ticket, it was verified that the customer has successfully completed the upgrade, and no additional investigation is necessary. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.